Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not completed.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure that the surgeon side console (ssc) left eye vision was black. The customer performed a hard reboot of the ssc, with no change. The surgeon elected to proceed using the other ssc in the room. The intuitive tech support engineer (tse) recommended performing another hard reboot of the ssc and reseating the blue fiber cable at both ends. The customer stated they would perform the additional troubleshooting steps after the case. There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
The hrsv was installed and tested on the pca test system. It powered on showing a blank screen. Upon visual inspection no issues were found. Root cause is attributed to an electrical component in the touchscreen.